Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed; however, per report, patient factors (bicuspid valve and friable tissue) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
After deployment of a 29 sapien 3 valve, the patient's pressure was not stabilizing and CPR was initiated. An echo noted an effusion and an aortogram revealed an aortic root rupture of the annulus. The patient was placed on bypass and an open procedure was performed to remove the sapien 3 valve and implant a surgical valve. The native annulus diameter measured an area of 646mm2 by CT. The native annulus was mildly calcified, the native leaflets were severely (bulky) calcified and no calcification of the aortic root was reported. The sinotubular junction (stj) diameter was 29mm and the sinus of valsalva (sov) diameter was measured at 37mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held and there was no loss of pacing capture during valve deployment. Per report, the patient's bicuspid valve and friable tissue contributed to the annular rupture.